Event description:
It was reported that during central processing, the force bipolar instrument had misaligned tips. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece measuring approximately 0.084" x 0.095" was found to be broken and not returned with the instrument. There was no damage to the conductor wire. The instrument grips were manually manipulated and passed the electrical continuity test. The complaint was confirmed by failure analysis.